Event description:
It was reported that the right ventricle (rv) lead and the pacemaker (pm) had unknown malfunctions. Both rv lead and pm were explanted and replaced with new lead and new pm. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricle (rv) lead and the pacemaker (pm) had unknown malfunctions. Both rv lead and pm were explanted and replaced with new lead and new pm. No patient condition was reported.